Manufacturer narrative:
Additional information: mean and mode used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, corneal decompensation and iris damage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported at an annual congress meeting through a summary of the study titled ¿review of mid- to long-term results of istent procedure¿. Following trabecular micro bypass stent procedures, there was temporary iop spike observed in five (5) eyes. Per report, the iop settled in about two (2) weeks to one (1) month postoperatively. There were two (2) additional eyes which required surgical intervention and one (1) incarcerated iris was also observed. Additional information has been requested.